Event description:
One user site reported discovering a software malfunction on pinnacle3 version 7.0e that is related to the motorized wedge functionality when using an elekta linear accelerator. No pt injury, misdiagnosis or mistreatment resulted from this event.